Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer experienced multiple occurrences of the malfunction but had not reset the pump for this specific event. Technical support decided to replace the pump and informed the customer that the new pump would come with updated software. The customer agreed to continue using the current pump and switch to an alternate method if needed.